Manufacturer narrative:
The sample was collected in a pst tube and it was centrifuged for 6 minutes. The specimen was aliquoted into an insert cup prior to analysis and appeared to be free of fibrin.qc and system check were within specifications.a field service engineer (fse) was dispatched: a) the fse performed a diagnostic test, a carryover procedure, and a precision run using wash buffer. B) all verification met specifications. No hardware issues were noted.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result on one patient sample.upon repeat on this and on a different instrument the accutni results were in the normal reference range.the erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.